Manufacturer narrative:
All available information was investigated and the reported inability to open the clip and clip jumping could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported inability to open the clip and clip jumpiness. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of a mitraclip xtw, and while checking final arm angle, the clip would not open. Troubleshooting was performed and the clip jumped opened. Therefore, the mitraclip xtw was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.